Event description:
The device was reportedly used during an attempt to cardiovert a female pt described as in coronary arrest. The device allegedly failed (details have not been provided), and reportedly as a result, delayed the efforts to resuscitate the pt. The delay reportedly resulted in the pt developing permanent hypoxic brain damage, which led to a continued encephalopathic state. A clinical review of the reported event by physio-control concluded that there is insufficient info to reasonably suggest that the device may have caused or contributed to the reported event.

Manufacturer narrative:
The customer did not make the device available for eval by physio-control. If the device is available for eval in the future, add'l info will be provided.